Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The investigator indicated that the event was related to the device and procedure.

Manufacturer narrative:
Additional information was received from clinical: it was reported that embolization of the false lumen was performed and a CT scan a month later found the persistence of the periprosthetic leakage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
A valiant stent graft system was implanted in zone 2 in a patient for the emergent endovascular treatment of a type b dissection in the thoracic aorta. At the time of implant the left subclavian artery was intentionally partially covered. Three days post index procedure the CT with contrast revealed that there was dissection proximal to the stent graft. There was no intervention. One month later the same dissection was seen, there has been no intervention. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received as follows: an additional valiant stent graft was implanted proximally to resolve the false lumen enlargement from the proximal dissection. Three days later a CT revealed that there was retrograde false lumen perfusion at the distal end of the valiant stent graft. Per the investigator the retrograde false lumen perfusion at the distal end of the stent graft did not result in a clinical event/secondary intervention so it was assessed as not to be either device or procedure related. No intervention was reported to have been performed.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from clinical reported that there was 39 mm of localized dissection of zone 2. Per the investigator the event is anatomy related (localized dissection in zone 2). No treatment is planned. The event is considered a technical observation. Imaging for tracking showed the dissection is not fully resolved. No intervention was performed and next follow-up will be done in 6 months.

Manufacturer narrative:
Additional information received for this case reported a CT exam performed approximately 6 months post re-intervention showed persistence of the periprosthetic leakage. If information is provided in the future, a supplemental report will be issued.